Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond. Troubleshooting with tandem technical support was performed and the button was able to illuminate the screen. Customer's blood glucose level was not impacted.